Event description:
It was reported that high voltage lead impedance measurements were observed out of range high on rv to svc and can vector and rv to can vector at the first post implant check. Physician planned to check the device and lead connection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.